Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
4 (four) out of 7 connectors of the tigerpaw system ii device were not engaged. The left atrium appendage was oversewed above these four not engaged connectors. There were no patient negative effects.